Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735849, serial/lot #: (B)(6), UDI#: (B)(4). H3) the manufacturer representative went to the site to test the navigation system. The system was cleaned for use. They were unable to replicate the failure. They downloaded and verified "head with tumour" via both universal serial bus (usb) 3 interface sockets without issue. They tested all other usb 2 sockets without issue. The rep advised to replaced the usb 3 cable as a precaution against a possible intermittent issue. They re-performed the download and verified that it worked. They performed a system checkout, all was okay. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was a faulty universal serial bus (usb) socket. There was a potential data transfer or loading issue. There was no patient involvement. Additional information was received stating that the issue was found out about on thursday 18th december. The manufacturer representative (rep) went to the site on monday 22nd december. They were unable to find a failure either physical damage or in data transfer on either of the usb 3.0 ( and on either usb 2 ) interfaces. The rep sought more information for the site and was advised that a health care professional (hcp) could not transfer a file onto the navigation system. The hcp was not available at the time to assist in the diagnoses of the issue. The rep downloaded using both usb 3.0 interfaces the test file ¿head with tumour¿ successfully and verified the download using the file explorer. The rep advised the site and the mdt technical consultant that they could not replicate the fault but that they replaced the usb 3.0 as a precaution. The rep asked the site that if they should have the issue re-occur that they request a demonstration of the issue from the hcp to assist to identify and resolve the issue.